Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was unresponsive when selecting a pause time and that audible alarms occurred despite the volume being set to off. The issue self-resolved after retrying, and the user confirmed during follow-up that normal function had returned with no health effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.